Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a falsely decreased architect total psa result was generated for one patient sample. An initial result of 0.79 ng/ml was obtained on a patient who had a previous result of 6 ng/ml. The sample was repeated on another architect, generating a result of 3.65 ng/ml. The customer then performed a reproducibility check of the sample on both architects obtaining results ranging from 3.51 to 4.12 ng/ml. There was no impact to patient management reported.